Event description:
It was reported that the patient saw a power on reset (por) message on the screen. The manufacturer representative assisted the patient with charging implant and when the patient came home and tried to use the programmer, they saw a por message. The patient was not able to adjust stimulation. The patient was assisted with clearing the por message. The patient confirmed that they were feeling stimulation and saw the therapy on icon on the programmer screen. There were no patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.